Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range shock impedance measurement less than 20 ohms. No adverse patient effects were reported.

Event description:
Additional information was received that the low out of range measurements were actually pacing impedance measurements less than 200 ohms. Out of range pacing impedance measurements continue to be observed. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Event description:
Additional information was received that the patient is scheduled for an in-clinic follow up on a date in the future.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.